Event description:
It was reported that the pin became jammed in the cut guide, resulting in a fractured pin. The operation proceeded without issue after it was removed with pliers. No adverse events have been reported as a result of the malfunction. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). G2: japan. D10: 20-8020-008-00 - rosa persona tka cut guide b - (B)(6). Customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 the reported pin was discarded; therefore, it was not returned for a technical evaluation. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause for the fracture of the pin and locking/seizing of the instruments cannot be determined with the information available. A root cause of use error was determined to be the cause of the pin fragment that was discovered in the cut guide at the start of surgery. The individual at the hospital responsible for instrument cleaning/reprocessing was the user in this case. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.